Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Specs of blood was observed on the harvesting tool handle. The heater wire was flexed away at the center of the hot jaw. The heater wire remained attached at the base and tip of the jaw. Charred blood and tissue buildup was observed on the jaws. No other visual defected were observed. Based on the returned condition of the device, the reported complaint "bent wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery tip became loose during the procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery tip became loose during the procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.